Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Run rule was triggered for the month of (B)(6)2021. The trigger is addressed under CAPA (B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: ((B)(6) 2022) the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Both the harvesting device and the cannula was returned for evaluation. The harvesting device was returned inside the cannula. Blood and charred material was observed on the jaws of the harvesting device as well as on the cannula. The heater wire was observed to be slightly flexed from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The silicone of the jaws was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects. The harvesting device was removed from the cannula with no physical or visual difficulties. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, a tiny piece of silicone or plastic is visualized in the tunnel as the customer harvests. The customer states that the small piece came off of the hemopro as it was inserted. The customer states that they insert the device with the jaws up and per the IFU. Small piece is retrieved from the tunnel using the hemopro jaws. Other than the small piece that the customer perceived was from the hemopro insertion, the device worked without issue. No procedural delay, no additional incisions were required. No adverse event.